Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the centrimag blood pump, lot number 10588824, and the reported events and subsequent patient outcome could not conclusively be determined through this evaluation. The centrimag blood pump was not returned for evaluation. The relevant sections of the device history records for centrimag blood pump, lot number 10588824 (l08283-la1), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The centrimag vad instructions for use (IFU) ( rev. C) is currently available. The IFU lists multiple types of organ failure and dysfunction and death, as adverse events that may be associated with the centrimag circulatory support system. This IFU provides the following warnings and cautions: fu warning #9: possible side effects include end organ dysfunction. This is a potential side effect with all mechanical circulatory support systems. IFU warming #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
On (B)(6) 2025, the patient was brought back to the or for bleeding, re-exploration, and decreased flows on the rvad. The decision was made to perform another circuit exchange. The patient passed away on (B)(6) 2025. The cause of death was multisystem organ failure. The death was not considered to be device related, and it operated as expected.